Manufacturer narrative:
It was reported that a 40-year-old male patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation. Initially, a separate issue of "undetected air bubbles" was reported against the smartablate¿ system irrigation pump (us) under MFR # 2029046-2019-03954. However, upon further review, the issue of undetected air bubbles reported against the smartablate¿ system irrigation pump (us) was reassessed and determined to no longer be MDR reportable. As such, biosense webster manufacturer's reference number (B)(4) will have only one reportable event under MFR #(B)(4) for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter) for the adverse event. Device evaluation details for d134702 (thermocool® smart touch® sf uni-directional navigation catheter): the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Additionally, unk_smartablate pump tubing has been added to section d11. Concomitant med product as it was mentioned that air bubbles were observed within the tubing set. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 1/7/2020, biosense webster inc. Received additional information indicating the tubing that was used was a smartablate¿ irrigation tubing set. The reported air bubble occurred after flushing and flushing was done prior to using on the patient. The bubbles were seen just before entering stopcock proximal to catheter connection. There were no alarms on the smartablate¿ system irrigation pump (us). The customer indicated they saw ¿tiny¿ bubble near distal stopcock connection. He then turned stopcock off to the patient and flushed the bubble out the open port. Based on the information received, the file continues to be MDR reportable. Additionally, the following product has been updated in the concomitant product section: unk_smartablate pump tubing changed to smartablate irr tube set. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab (pal) received the device for evaluation on 12/3/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device with lot number 30240386m, and no internal actions related to the reported complaint condition were identified. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same event: MFR # 2029046-2019-03952 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter) for the adverse event. MFR # 2029046-2019-03953 for product code m490008 (smartablate¿ system irrigation pump (us) for the undetected air bubbles.

Event description:
It was reported that a (B)(6) male patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation. An issue of undetected air bubbles was reported against the smartablate¿ system irrigation pump (us). The patient went into cardiac arrest about 30 seconds after the ablation catheter went through the new baylis deflectable sheath and was resuscitated by cardiopulmonary resuscitation. The patient was stable and transferred to the coronary care unit (ccu) for observation. The patient required extended hospitalization but has had no residual effects. Per the last update, the patient was still in the hospital, off of the ventilator and doing well. The physician is unsure of the causality of the event and there were several factors he considered including the patient¿s condition. Initially it was reported that the patient had an air embolism that was believed to come from the mapping catheter. The physician isn¿t certain that the patient indeed had an air embolus; that was his initial thought just after the case, but in the days after the incident, he did not verbalize his certainty about this event. Air embolism was suspected because the scrub tech thought he saw a ¿small air bubble¿ in the tubing after it was primed. He and the radiology tech saw it at which time they opened the stopcock and visualized it exit out the stopcock with the fluid and filled the sterile solution bowl. The pump did not sound an alarm.